Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter reported a loading issue with a 13.2mm, tmicl13.2, -7.00/2.0/094 (sphere/cylinder/axis) implantable collamer lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.